Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display. This report is made based on the results of an investigation completed on 11/25/2014.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 11/25/2014 with the following findings: the display is dim/fading/reddish, battery compartment is cracked below bumper pad. The pump case was removed and corrosion was found under the internal battery. Unable to confirm complaint of time and date reset on black box, the pump was exercised for 24 hours, then took out the battery for 6 hours and the time and date reset complaint was duplicated. (B)(4).